Manufacturer narrative:
Model: sc-1132, sn: (B)(4). Device evaluation indicated that the ipg passed all test performed.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the ipg and lead were repositioned during replacement procedure.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8336-50. (B)(4). Model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well postoperatively.